Event description:
Report received indicated pt experienced chest pain. Thereafter, tests were performed which demonstrated a stent fracture. Investigation revealed that in early 2005, the pt had a cypher stent (30.5/33mm) implant at 14 atmospheres in the proximal right coronary artery (rca) with good results. There was thrombus throughout the entire vessel and lesion was predilated. There is no documentation on tortuosity or calcification of the vessel and/or lesion. The pt was treated for the thrombus and discharged.

Manufacturer narrative:
One month post implant, a follow-up was made with angiogram showing the rca pt without evidence of significant stenosis. Fourteen months post implant another follow up angiogram was made where the rca was seen widely patent, however, there was mid and distal disease seen in the rca. Per pt: in 2008 a sharp, stabbing chest pain (intermittent in nature) was experienced. Emergency catherization and ultrasound were performed which showed the stent fractured. The pt was discharged two days later. An outpatient nuclear stress test was done the same day, with negative results. The pt will be treated with unspecified medications and cardiac rehabilitation. Intermittent chest pain is ongoing. All available info was provided. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.